Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the beginning of a robotic laparoscopic paraesophageal hernia procedure, during the initial dissection, the surgeon commented that the bipolar maryland forceps instrument was unable to have a strong grasp. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported bipolar maryland forceps (bmf). Evaluation of the device data did not show any errors on the reported bmf. Additionally, logs are not able to track the instrument¿s jaw condition or grasping strength. Evaluation of the device data for the reported bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the beginning of a robotic laparoscopic paraesophageal hernia procedure, during the initial dissection, the surgeon commented that the bipolar maryland forceps was unable to have strong grasp. There was no patient injury.